Manufacturer narrative:
An investigation was conducted: it was reported by the user that during a brevera breast biopsy procedure on (B)(6) 2025, "the biopsy needle did not take samples, and suction did not work. No error on brevera machine." Additional information was received from the user site in which it was reported, "technologist tried to figure out what was wrong with system in that time patient passed out and radiologist took needle out. The procedure was cancelled, and we had to call 911." It is reported that the patient was assessed and taken to the emergency department. Visual inspection was conducted, and there were no signs of physical damage or visual defects. As additional information, the bearing, gears and all the tubing connections were inspected, and no issues were found. Functional testing was conducted, and the device was tested and passed the set-up and test phases, was able to retrack and fire, and completed the 12 cycles of cut as intended, no strange behavior or malfunction were detected during the test. Also, the tissue acquisition test was performed, and the device was able to retrieve all the samples and was able to fill out the chambers with cores without issues. Hence, the complaint cannot be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that during a brevera breast biopsy procedure on (B)(6) 2025, "the biopsy needle did not take samples, and suction did not work. No error on brevera machine." Additional information was received from the user site in which it was reported, "technologist tried to figure out what was wrong with system in that time patient passed out and radiologist took needle out. The procedure was cancelled, and we had to call 911." It is reported that the patient was assessed and taken to the emergency department. No further information is currently available.